Event description:
Conmed surefit bovie pad (ref: (B)(4), lot:202412204) connected to davinci xi tower generator, functional at start of surgical procedure. About an hour into the procedure, surgical pencil error displayed and showed pad connection to davinci failed. Pad reapplied, alternate application site attempted, site cleaned, and new pad applied conmed surefit (ref:(B)(4), lot: 202501064). Steps at establishing connection unsuccessful. Covidien valleylab (ref: (B)(4) lot:242740131t) pencil pad applied and connected successfully. Safety and quality: this isn¿t the surgical pencil ¿ it¿s a pad and it¿s a sub pad for another product we normally have but is on backorder. Seems the ¿fit¿ to the machine is not perfect ¿ maybe contributing to this issue ¿ so maybe more user error and the product not being made for this machine¿" value analysis: we will track "as mentioned before, intuitive validated the use of conmed surefit grounding pads on davinci robots. We can continue to track the issue to make sure it is not related to certain lot #s. Surefit pad was brought in because of a backorder issue. Medtronic¿s supply has improved but not back to 100% allocation yet".